Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received atp (anti-tachycardia pacing) therapy, which induced fvt (fast ventricular tachycardia), and then the patient received inappropriate shocks due to twos (t-wave oversensing). Upon further investigation, it appeared that the patient now has a right bundle branch block and other clinical indicators that the patient may have had an ischemic event that resulted in severely diminished r-wave and elevated t-waves. Prior to this the patient had a long history of r-waves of a higher amplitude. The device was explanted and replaced. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.